Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded a suspected potassium result of <2 verses the lab on a (B)(6) female patient with diagnosis of acute severe hypokalemia, acute vomiting, remote history of head injury, and acute exacerbation of chronic abdominal pain. There was no additional patient information available at the time of this report. The site stated that potassium chloride was administered to the patient via IV. It was started at 14:15 and then stopped at 15:14 because patient complained of burning at the IV site. The dosage of the potassium chloride was 100ml/ hour. Potassium chloride 10 meq/ 100ml bag.the site states that they are currently using greiner bio-one vacuette tubes and have suspected inconsistencies in results but not confirmed. The site is currently testing and evaluating bd lithium heparin tubes and is planning to switch to these tubes for sampling by the end of 2013.date time k result method sample(B)(6) 2013 12:49 <2 I-stat a (collected at 12:40(B)(6) 2013 16:11 4.8 vista unk(B)(6) 2013 unk 4.3 I-stat unkthere were no injuries reported with this event. The paitent was admited.

Manufacturer narrative:
(B)(4). The investigation was completed on 10/01/2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.